Manufacturer narrative:
Patient information was unavailable from the site. Field representative reported they discovered that a clamp was causing scatter in the image. Upon system inspection, it was suspected that metal interference caused the reported event as the issue could not be replicated upon system checkout. It was reported that the site preformed a subsequent procedure using the system without any issues. No parts were replaced or returned and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's images were grainy. The surgeon continued the case without any issues. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.